Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope displayed a static image upon start up. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
Updated fields- d8, d9, h2, h3, h6, h11. This supplemental report provides the results of the final investigation. The device was returned to olympus for inspection, which confirmed the reported failure. Additionally, the evaluation identified the following reportable malfunctions: no image and scope communication error (b30 error). A root cause could not be identified. The investigation suggests the customer-reported issue likely resulted from a leak, while the no image and scope communication error (b30 error) was due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.